Event description:
International affilate reports that suction was initated, but four days later, poor drainage was obtained. No adverse patient consequence was reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated.